Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response and therapy was exhausted. All delivered shocks showed high, out of range impedances. Upon interrogation, there were error codes 1005 listed, indicative of an open circuit condition. The physician is considering lead revision. Following the shock delivery, the daily shock impedances returned to normal limits. Technical services states the coils may have calcification around them which may make long-term management of the lead difficult. The ICD and the rv lead remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response and therapy was exhausted. All delivered shocks showed high, out of range impedances. Upon interrogation, there were error codes 1005 listed, indicative of an open circuit condition. The physician is considering lead revision. Following the shock delivery, the daily shock impedances returned to normal limits. Technical services states the coils may have calcification around them which may make long-term management of the lead difficult. Additional information was received mentioning that shock impedances remain showing high, out of range measurements. Furthermore, the patient experienced a mechanical fall followed by bouts of syncope, nonetheless, the health care professional (hcp) determined symptoms were not device related. Finally, an alert for automatic threshold test detected as greater than programmed amplitude or suspended was triggered and the minute ventilation sensor was disabled by the signal artifact monitoring device diagnostic. The ICD and the rv lead remain in service at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received multiple inappropriate shocks due to atrial fibrillation with rapid ventricular response and therapy was exhausted. All delivered shocks showed high, out of range impedances. Upon interrogation, there were error codes 1005 listed, indicative of an open circuit condition. The physician is considering lead revision. Following the shock delivery, the daily shock impedances returned to normal limits. Technical services states the coils may have calcification around them which may make long-term management of the lead difficult. Additional information was received mentioning that shock impedances remain showing high, out of range measurements. Furthermore, the patient experienced a mechanical fall followed by bouts of syncope, nonetheless, the health care professional (hcp) determined symptoms were not device related. Finally, an alert for automatic threshold test detected as greater than programmed amplitude or suspended was triggered and the minute ventilation sensor was disabled by the signal artifact monitoring device diagnostic. The ICD and the rv lead remain in service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the respiratory sensor that is related to intermittent increases in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please see the description for more information regarding the specific circumstances of this event. If information is provided in the future, a supplemental report will be issued.